Manufacturer narrative:
E1 - phone number: (B)(6). The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the image is not displayed, a likely cause is a defective video cable. A root cause could not be identified. Based on the results of the investigation, the likely cause of the chipped distal is due to stress. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the laparoscope, gynecologic was chipped on the tip. The issue was found during an unspecified procedure. There were no reports of patient harm.